Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked at the septum. The customer declined troubleshooting and there was no reported impact to the customer's blood glucose level. It was noted that the customer was able to load a new cartridge.